Event description:
A 44-yr-old male who had percutaneous coronary angioplasty (ptca) 1/95 to right coronary artery (rca) after acute myocardial infarction (mi); had stent to rca for restenosis. Presented again 9/96 with recurrent angina. Found to have within-stent restenose. Treated successfully with atherectomy device and ptca.